Event description:
Balloon was in the lad burst at 18 bars on second inflation. Unable to bring back through guiding catheter. Balloon, guide wire, guide catheter brought back as one unit. Attached to tip of balloon catheter was tissue sent to pathology for identification.